Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited low sensing thresholds of 1 mv in bipolar and 3.39 mv in unipolar.